Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, we presume that the rubber biopsy valve was clogged in k-mount, which made it impossible for the reprocessing to be conducted appropriately, causing the foreign material to remain. If handling device according to IFU, rubber biopsy valve would be difficult to be partially clogged in k-mount. Therefore, we presume that there was some deviation from IFU in device handling by the user. However, we could not obtain the information to support our presumption. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system, ·inspection of the instrument channel¿. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the forceps passage. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.